Event description:
The account alleged the brakes are not holding when in brake mode. No pt impact.

Manufacturer narrative:
The tech replaced the brake casters and installed a brake steer upgrade kit to resolve the issue.